Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found eschar caked on the seal plate. The reported condition was not confirmed. Investigation found that the device was not latched when received. The device was activated on simulated tissue and the jaws released normally. The handle was latched and unlatched without difficulty. The IFU instructs the user to open the jaws by pushing forward on the handle. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that dr. (B)(6) felt the device was blocked, and it was impossible to open the device jaws.